Event description:
It was reported that the ilet pump showed low glucose readings around 50¿58 mg/dl and the patient was instructed to treat with oral glucose tablets, after which glucose rose to 106 mg/dl; the cause of the event remained unclear and there was insufficient information regarding any specific device component involvement. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.